Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the atrial lead exhibited episodes of undersensing. Noise was also noted on the remote transmission. No intervention was performed. Patient condition was unknown.